Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure for urinary incontinence on (B)(6) 2005 and the mesh was implanted. Everything was fine for six years, then the patient started getting pain in the groins, buttocks and constant urinary tract infections. The patient underwent a partial mesh removal procedure. It was also reported that the patient was still in pain and also the mesh was infected. The mesh was taken out in sections over two surgeries and sent to the lab. The patient is still experiencing a pain in groins,lower back and buttocks, and numbness at times in the left leg. Additional information will be requested.